Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. The customer replaced the cartridge to resolve the issue, and the pump resumed normal operation.